Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter had two holes instead of one which resulted in a patient experiencing a urine leak. No medical intervention was reported.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿incorrect tooling¿ with a potential root cause of ¿operator error¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " starting at the top of the package, peel down to expose the catheter. Holding the labia apart with one hand, take the catheter and insert the tip of the catheter slowly into the urethra. If sitting on a toilet seat, once the tip of the catheter is in the bladder, allow the urine to flow directly into the toilet bowl. If on a chair or in bed, use a receptacle for urine collection."

Event description:
It was reported that the catheter had two holes instead of one which resulted in a patient experiencing a urine leak. No medical intervention was reported.